Manufacturer narrative:
Manufacturer narrative graft remains in situ within the patients anatomy; therfore no evaluation of the graft was possible. No clinical signs/symptoms or conditions were reported. Reported leakage event had no direct health consequence or impact. Material integrity problem reported. Site reported a leakage at the branch root in the device. Review of similar complaints of leakage for all gelsoft branded devices gave an information has ben requested from the clinician regarding the procedure. Analysis of production records - a review of the retained qc and manufacturing records for this batch (with attention to all in process and base material porosity testing) confirmed that the batch was manufactured to its design specification. Device remains implanted and will not be returned for further investigation. No issue was found with the manufacturing of the batch (based on the review of the retained production records). The root cause of the reported defect could not be determined. Vascutek ltd. Considers this event as closed. Further action is not planned, however, the issue will be tracked and trended as part of the on-going complaints trending and reporting process, if an adverse trend develops action may be taken at that time.

Event description:
A gelweave anteflo device was reported to have leaked at the branch/body interface (branch root). The leaking site was sutured using prolene and the leak stopped. Small blood loss was reported, and 2 minutes extra surgery time was required to sew the leaking area. No patient harm or injury occurred.